Manufacturer narrative:
(B)(4). Results of investigation: the service technician performed bench testing. All testing¿s were performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed the 72 hour extended tests at the customer¿s settings. The ventilator failed the final test for slight non-conformities with flow performance tests as well as tidal volume test 1 from ltv final test. This slight non-conformity will not affect the way the ventilator ventilates.

Event description:
The customer reported that the patient passed away due to a heart attack. No allegations of malfunction or issues with the ventilator. The ventilator was sent in for an evaluation. The exact date of the patient's death was not reported.